Manufacturer narrative:
Analysis of the returned device shows that no pre-defect was found at the level of the breakage. The breakage is consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The broken section of the mas presents worn portion due to repeated contact with the two broken parts of the mas. This suggests that the breakage occurred closed to (B)(6) 2012 (date of the x-rays) where the screw was shown broken. Pseudo-arthrosis may be responsible of the breakage as the breakage occurred almost one year after initial surgery.

Event description:
It was reported that a patient underwent an unknown spinal fusion procedure, sometime post-operatively, it was discovered that one screw was loose and one was broken. The patient underwent a revision; during the revision, the surgeon was unable to remove the broken screw completely and extended the fusion to s1. No additional complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.